Manufacturer narrative:
Lead migration was inadvertently reported on the s2 vertebral level only. The correct information is reported in the additional report that x-rays showed both leads implanted at the s2 vertebral level and the lead implanted on the right side of the s3 vertebral level had migrated.

Event description:
Device 1 of 4, reference MFR report#1627487-2018-02334; reference MFR report#1627487-2018-02496; reference MFR report#1627487-2018-02502.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report #1627487-2018-02334, reference MFR report #1627487-2018-02496, reference MFR report #1627487-2018-02502. It was reported the patient experienced ineffective stimulation. X-rays showed leads implanted at the s2 vertebral level had migrated and that imaging did not show strain relief loops to be present. Surgical intervention was undertaken and all leads were explanted and replaced. Postoperatively, the patient is reportedly experiencing effective therapy.